Manufacturer narrative:
G2: citation: (B)(4) a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6). Medtronic literature review found a report of patient complications in association with pipeline device. The purpose of this article was to report outcomes after pipeline embolization device (ped) for unruptured aneurysms in patients with at least 5-years of follow-up. Overall, 135 consecutive patients aged 18-years and older with 138 aneurysms who underwent flow diversion with the pipeline embolization device (ped) at the mayo clinic in rochester, minnesota, for treatment of unruptured aneurysm(s) between (B)(6), 2009, and (B)(6), 2016 were included. One hundred fifteen patients ((B)(4)) were female. The mean age of the patients was 56 years old with a range of 23 years to 80 years of age. The article does not state any technical issues during use of the pipeline device. The following intra- or post-procedural outcomes were noted: -3 out of 135 patients died from a neurovascular cause; 1 patient died 3-months after ped-treatment from delayed aneurysm rupture, 1 patient died 8-days after ped-treatment due to ipsilateral distal intraparenchymal hemorrhage, and 1 patient died 9 months after pe d-treatment of a dolichoectatic vertebrobasilar aneurysm due to progressive aneurysm thrombosis and resultant brainstem compression despite perfect angiographic remodeling of the treated aneurysm at 6 months. -one patient with 1 aneurysm did not have any follow-up imaging after ped placement given early death secondary to subarachnoid hemorrhage. -one hundred fifteen patients ((B)(4)) self-reported mrs scores between 0 and 2 at last clinical follow-up. Eight patients ((B)(4)) reported a mrs score of 3 and 0 patients ((B)(4)) reported mrs scores 4 or 5. Twelve died (mrs 6) during the study period; 3 patients died as described above, 4 patients died secondary to complications of cancer, 1 patient died from a traumatic brain injury, 3 patients died of complications related to complex medical disease, including cirrhosis, sepsis, and end-stage renal disease. The cause of death was unknown for 1 patient -sixty-nine patients with 70 aneurysms had at least 5 years of clinical follow-up. Sixty-one patients ((B)(4)) reported mrs values between 0 and 2, 7 patients reported mrs 3, 0 patients reported mrs 4¿5, and 1 patient died of sepsis (mrs 6) during the follow-up period. -6 occurrences of ischemic stroke or aneurysm rupture, equating to a major complication rate of (B)(4) -7 ped-treated aneurysms were associated with clinically silent in-stent thrombosis, parent or perforating vessel occlusion, or formation of a cavernous-carotid fistula within the first 6-months following ped placement equating to a minor complication rate (B)(4) -out of 104 aneurysms for which data was available, 23 aneurysms ((B)(4)) were classified as grade a, 20 aneurysms ((B)(4)) grade b, 7 aneurysms ((B)(4)) grade c, and 54 aneurysms ((B)(4) grade d at the 6-month post-ped timepoint. By 12-months post-ped placement, 12 aneurysms ((B)(4)) were classified as grade a, 13 aneurysms ((B)(4)) grade b, 12 aneurysms ((B)(4)) grade c, and 65 aneurysms ((B)(4)) grade d for the 102 aneurysms for which data was available. At last radiographic follow-up, 22 aneurysms were considered to have an aneurysm remnant ((B)(4)), 8 aneurysms had a neck remnant ((B)(4)), and 107 aneurysms (78%) were fully occluded. There were no instances of aneurysms recanalizing after radiographic obliteration. Seventy patients with 71 aneurysms were followed for longer than 5-years. Fourteen aneurysms had an aneurysm remnant ((B)(4)), 1 aneurysm ((B)(4)) had a neck remnant, and 56 aneurysms ((B)(4)) were fully occluded.